Manufacturer narrative:
Information requested however, the account contac explained they don't collect information for patient demographics. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that there was debris/foreign matter on the patient interface (pi) cone. The affected eye was the right eye. No information about if the debris had contact with the patient's eye.

Manufacturer narrative:
Additional information: d9: returned to manufacturer on: september 13, 2022. H3. Device evaluated by manufacturer? Yes. H6: investigation codes: 10, 3331, 4109, 4110. H6: investigation findings: 213. Device evaluation: patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, foreign matter, or fibers. The syringe was not returned. The reported issue could not be confirmed. Per manufacturing records review report all devices meet material, assembly, and performance specifications at the time of product release. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.